Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found as follows. -the error e226 which indicated that the video system was broken was occurred. -deterioration of glue around ccd-lens the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus. (B)(4) checked the subject device and found that the reported phenomenon was duplicated and also found that the abnormal image was displayed and the scope communication error e226 occurred due to the failure of the ccd unit. Furthermore (B)(4) found that the adhesive around the objective lens was deteriorated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image disappeared. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), omsc surmised that the reported phenomenon was attributed to the following. (1) no image. The circuit board inside video connector might have deteriorated. Possible causes of deterioration of the circuit board were as follows: -power was turned on or off while video connector was wet. -video connector was connected and disconnected while power was turned on. -a scratch or a stain of electrical contacts of video system center or video connector. -application of static electricity to electrical contacts of video connector. -incompatible reprocessing condition such as autoclaving. (2) error message e226. -the event occurred due to temporary electrical contact failure or some defect in image sensor. -there was a possibility of electrical contact failure, defect due to static electricity or overcurrent, breakage of image sensor etc. (3) lens glue peeled off. -outer stress. -glue deteriorated due to chemical attack from chemical solution, sterilization with using sterrad nx or the like. If additional information becomes available, this report will be supplemented.